Manufacturer narrative:
Product development investigation was completed. Reported device was returned to manufacturer for investigation. Visual inspection detected strong damages on head and shaft thread. Returned star drive recess seem well used. On the shaft thread, the anodized purple color was partially shaved off indicating clear contact to va-lcp plate. Head section and tread was badly damaged/crushed, while purple adonization was completely missing. Due to these strong damages, no measurements could be taken. Definitive root cause could not be determined. The potential cause could be that the damages must have occurred by inserting the screw in the plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Additional device product code: hrs. UDI: (B)(4). Implant and explant dates: due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Initial reporter phone number is unknown. A device history record (DHR) review was performed for part: 04.211.016s, lot: l211070: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: frueh ag, manufacturing date: 28.nov.2016, expiry date: 01.nov.2026: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.016 / h225291 was manufactured in us. DHR review for part #: 04.211.016, lot#: h225291 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardriver recess 16mm. Qty: 238: manufacturing location: (B)(4), manufacturing date: 09-nov-2016: inspection sheet- mill shaft threads, turn/thread head, flute final inspection meet inspection acceptance criteria. Components: 04.211.016.999, 2.8mm ti screw blank 16mm, lot h223696: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2017 to treat the distal humeral fracture, when the surgeon inserted the variable angle (va) locking screw to the distal hole of the variable angle-locking compression plate (va-lcp) distal humeral plate (dhp), it was found that the screw could not be tightened and the screw had been spinning around. The locking screw was then removed, and the surgeon inserted the drill sleeve to the locking hole, drilled the bone hole, and inserted the locking screw again, the screw could not be tightened after that either. The locking hole of the plate could be locked without any problem by using another same size screw. The surgery was extended for ten (10) minutes. No adverse consequence to the patient was reported. Surgery was completed successfully. Concomitant device reported: va-lcp distal humeral plate (part# 04.117.209s, lot # 9475147, quantity 1). This report is for one (1) va locking screw. This is report 1 of 1 for complaint (B)(4).